Manufacturer narrative:
Based upon the clinical findings, the reported event is confirmed. Patient factors that might have contributed to this event included the use of antiplatelet therapy. A manufacturing record review was performed, the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed all units have been consumed and no other units from this lot were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based upon the investigation findings, the overall investigation is inconclusive. A design of manufacturing root cause could not be determined based upon available information.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in the patient.

Event description:
It was reported the patients aorta had lengthened over time and loss of some overlap. The patient had a posterior leak between the bifurcated and the infrarenal aortic extension. Therefore, the physician elected to implant an infrarenal aortic extension to seal the endoleak. The patient is in stable condition.